Manufacturer narrative:
Concomitant medical products: medical reports: biolox delta, ceramic femoral head, m, 32/0, taper 12/14; catalog#: 00-8775-032-02; lot#: 2729885. Oblique liner 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell; catalog#: 00-8755-010-36; lot#: 64030590. Elevated rim liner 32 mm i.d. Size ii for use with 52 mm o.d. Size ii shell; catalog#: 00-8852-010-32; lot#: 63028929. Shell with cluster holes porous 52 mm o.d. Size ii for use with ii liners catalog#: 00-8757-052-01; lot#: 63007015. Bone screw self-tapping 6.5 mm dia. 40 mm length; catalog#: 00-6250-065-40; lot#: 63116707. Bone screw self-tapping 6.5 mm dia. 15 mm length; catalog#: 00-6250-065-15; lot#: 63069079. Therapy date: (B)(6) 2021. The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and was operated on (B)(6) 2021 to correct the periprosthetic fracture during which the poly liner was revised. Any kind of trauma has not been reported.

Manufacturer narrative:
Investigation results were made available. 1. Event description: it was reported that the patient was implanted on (B)(6) 2015. Subsequently, the patient fell and sustained a femoral periprosthetic fracture and underwent revision surgery on (B)(6) 2021. Harm: s3 - bone fracture hazardous situation: patient's anatomy is exposed to excessive external forces postoperatively. 2. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: radiographic analysis was performed by a radiologist. Ap pelvis and single view of the right hip demonstrates a right total hip arthroplasty with screw fixation of the acetabular cup. Oblique fracture involving the proximal femoral diaphysis which involves the femoral stem component. The right acetabular inclination angle is around 45°. There are no signs of loosening, wear, and radiolucency. No anatomical contributing factors are present. No additional relevant medical data is available. 3. Product evaluation: devices are not returned due to hospital policy. 4. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - DHR review: review of the device history records identified no deviations or anomalies during manufacturing. 5. Conclusion: it was reported that the patient was implanted on (B)(6) 2015. Subsequently, the patient fell and sustained a femoral periprosthetic fracture and underwent revision surgery on (B)(6) 2021. Radiographic analysis confirmed the reported periprosthetic femur fracture. No anatomical or device-related factors were found that could have contributed to the event. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the event description, the most likely cause of the periprosthetic fracture is the patient's fall. However, based on the information given, no exact cause can be identified with certainty. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file (B)(4). The following reports are associated with this event: 0009613350-2021-00430-1.

Event description:
Investigation results are now available.